Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report that the internal paddles are not functioning. It is unknown whether there was patient involvement. There was no reported adverse patient impact.